Event description:
Approximately nineteen months post hvad implantation, the patient was admitted with pneumonia and driveline infection. Information provided suggests a chronic driveline infection that had presented seven months earlier with redness, swelling, and mucopurulent drainage from the driveline exit site and was being treated with oral antibiotics. Infectious disease consult recommended the patient undergo an incision and drainage but the patient was not considered a surgical candidate. The patient was started on IV oxacillin and was listed as status 1b for transplant. The patient was discharged from the hospital eight days after admission. The treating physician feels the event is related to the heartware device. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the united stated that a patient presented to clinic with mucopurulent discharge, redness, and induration at the driveline site. The patient was treated with oral antibiotics. The wound was cultured which was positive for staphylococcus aureus. The device was not returned to the manufacturer for evaluation as it remains implanted. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.